Event description:
Reporting status: malfunction. Reporting rationale: balloon separation has occurred in patient's anatomy previously, and caused or contributed to patient injury. Device issue: balloon separation. It was reported that a great amount of resistance was felt while removing the stylet and balloon protector from the voyager during prep. When they were finally able to be removed, the distal end of the catheter was uncoiled and the balloon had dislodged from the shaft. No additional event or patient information is available.